Event description:
(B)(4). Complaint status: in process mdt initial contact: (B)(6) taken by: (B)(6) inquired what led up to the complaint. Customer response: she needs new pump error alarms t/s per dop(B)(4) pump error alarm that occurred: 3. Adv to clear alerts/alarms as soon as possible. Explained alarm. Adv to d/c from the pump. Customer was able to clear the alarm. Customer received request to rewind pump. Customer is unable to complete pump rewind. Explained pump will need to be replaced. Adv to revert to backup plan per hcp's instructions. Adv to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. Expl rpl policy. Customer's outcome pertaining to the complaint: send pump ship: 1/return: 1 following the mpdg the customer has been informed, that the returned product will be analyzed and not be available afterwards anymore. In exchange for the complaint product the customer received a replacement. By returning the product the customer agrees to this procedure. (B)(6). Input date: (B)(6) 2021 warranty start: 02/14/2020 warranty end: 02/13/2024 batch - ng2453665h.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.